Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal during pump therapy, with blood glucose rising to approximately 300 mg/dl for about three hours after the user ate an unannounced portion and had recently changed infusion supplies; the user also showered earlier and had disconnected the tubing, after which the agent guided a fill tubing procedure and advised an infusion site change that was completed with teflon 23" 6 mm inset and no obvious cannula issues observed. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no backup therapy, and no ketone testing, with glucose levels later stabilizing and subsequently remaining in range. Investigation included customer service troubleshooting and education, including verification of tubing fill and infusion site replacement. Investigation of this case revealed no device alarms and no identifiable device or component malfunction, and the etiology of the hyperglycemia remained unclear given meal announcement variability and infusion-site factors without observed cannula defect. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.